Manufacturer narrative:
The customer contacted the (B)(4). (B)(4) sent two new electrodes to the customer, as two electrodes under warranty had to be replaced by the customer in two days. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and verified the ion selective electrode (ise) module. The cse then ran a serum coefficient of variation check on the new chloride electrode, which resulted as expected. The cse ran a calibration and quality controls (qc), which resulted within range. The cause of the discordant, falsely depressed chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed chloride (cl) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The initial results were flagged with a delta check, indicating the results did not match with results previously obtained. The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed chloride results.